Event description:
It was reported that during laparoscopic procedure, the trocar was leaking throughout the case. Another device was used to complete the procedure. No adverse consequences reported. The trocar was discarded. There are no details available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.